Manufacturer narrative:
Retainer ring: black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had scratches on the screen, the reservoir not secure in the compartment, the buttons are unresponsive at time and had unexplained insulin flow blocked alarm. The customer also reported that the insulin pump had battery anomalies, changing the battery every 3 days and rejects new batteries. Functional testing to be performed/completed: the insulin pump was received with a minor scratched lcd window, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and delivery accuracy test at 0.08715 inches. No missing segments/partial display noted. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected failed battery test or battery failed alert, low battery life or low battery alert noted during the testing. There was no unexpected failed battery test or battery failed alert, power error 25, low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm were recorded in the formatted history file on or before the event date. Also, there was no no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on or before the event date: (B)(6) 2021. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 21:00:18.000 alarm alert notification and (B)(6) 2021 21:00:34.000 alarm alert cleared during manual bolus delivery. All buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device was cut open to perform visual inspection and it was verified that the keypad connector on j1/pcb 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured and within specification range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump was received with a minor scratched lcd window. The test p-cap/reservoir does lock properly inside the reservoir tube. No missing segments/partial display noted. The insulin pump was monitored for several days and no unexpected failed battery test or battery failed alert, low battery life or low battery alert noted. The insulin flow blocked alarm functions properly. No unexpected occlusions or no delivery alarm/insulin flow blocked alarm noted. The insulin pump's buttons are all functioning properly. No keypad anomaly noted during the testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer changed battery every 3 days and insulin pump rejected new batteries. Customer reported insulin pump had scratches on screen that made it difficult to read and reservoir was not secure in compartment. Customer also reported that up and down buttons were unresponsive at times and there were unexplained insulin flow blocked alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.